Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. One device could not be located for evaluation and repair. Eighteen devices were evaluated in the field and the issue was confirmed; nine devices had worn components and nine devices has broken/damaged components. The devices were repaired and returned.

Event description:
This report summarizes 19 malfunction events, where it was reported the brakes were difficult to engage or could not be engaged. There was no patient involvement.